Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and heard an unusual sound from the recirculation pump. The technician further inspected the recirculation pump and found the pump had overheated. During the technician's inspection of the recirculation pump he found debris and a piece of metal inside the pump. The technician replaced the recirculation pump, ran a test cycle and confirmed the washer to be operating properly; no additional issues have been reported.

Event description:
The user facility reported that a burning smell was emitting from their washer. No report of injury.